Event description:
Additional information was received from a healthcare provider (hcp) via company representative who reported that the event was not device related. The physician believed it was related to the patient¿s history of catalepsy. The pump was programmed to minimum rate on (B)(6) 2021. The devices were still in use and the pump was turned back on prior to discharge per the pump managing physician¿s recommendation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving clonidine (450 mcg/ml at 2.7 mcg/day), morphine (25 mg/ml at 0.15 mg/day), and bupivacaine (30 mg/ml at 0.18 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The ER (emergency room) physician reported that the patient had a fight with his family and then was found hours later unresponsive after being left alone. Per the physician, the patient had been given narcan two times and both times had become more responsive but then showed signs of overdose again. Initially the doctor wanted the pump turned off but after the option of minimum rate mode was explained, the physician chose to program the pump to minimum rate mode tonight because of the continued symptoms and then address symptoms from there.